Manufacturer narrative:
Manufacturer¿s ref # (B)(4) during an internal review of the reported event on (B)(6)2021, it was determined that since the patient¿s ablation procedure was for a device implant and av node ablation, the most likely cause of a pneumothorax would be the device implant. Lung puncture could occur during access of the right internal jugular vein. Therefore, the thermocool® smart touch® sf bi-directional navigation catheter should be considered a concomitant device in this case. This event is no longer MDR reportable and the h6. Medical device problem code has been updated from patient device interaction problem (a01) to adverse event without identified device or use problem (a24).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Event description:
It was reported that a female patient underwent a device implant and av node ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a pneumothorax requiring a chest tube. After the procedure was completed and the patient has left the ep lab, they found the patient was taking a long time to wake up and an x-ray was done and found a pneumothorax. A chest tube was inserted. The patient was stable before leaving the ep lab and they were notified of the issue later. No other comments have been made by the physician and the products used during the case were discarded. The reporter stated that the catheters used during the case were a 4mm catheter and an thermocool® smart touch® sf bi-directional navigation catheter. Physician does not believe that biosense webster product usage was the cause of the adverse event. The patient was reported as fully recovered (no residual effects).